Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer replaced the maj-1430 video scope cable, cleaned and reseated the digital light source cable. However, the unit continued to display black images. The customer confirmed that patient information displayed on the unit by pressing add data on the keyboard. Tac advised the customer to send in the cv-190 for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the cv-190 display black images with the 180 scopes. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review, device evaluation, and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device. Records indicated that the product was manufactured according to applicable procedures and met final product release criteria. However, the change history of parts confirmed the design of the dr board was changed on april 16, 2018. The device was returned for investigation. Upon evaluation of the device, the reported event of dark image display was confirmed. The unit failed full inspection for no image with the 180 scopes due to faulty ap and dr patient boards that required replacement. The subject product was manufactured prior a change in the operational amplifier circuit design of the dr board. As a result, it is presumed that the failure of the operational amplifier contributed to the cause of no image. Olympus will continue to monitor complaints for this device.